Event description:
During use, unit overheated and burned the patient's mouth. Patient is responding well to conservative treatment.

Manufacturer narrative:
Unit as returned showed a broken distal bearing, damaged torsion spring, worn collet and shaft. Previous service date was (B)(6), 2009 (B)(4). We recommend annual service. This unit was overdue.